Event description:
It was reported that during a routine maintenance, it was observed that the motor device did not accept the drill bit devices and was not registering a high enough pounds per square inch (psi). The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device could not secure cutter devices. It was determined that this was due to damaged pawls and other locking components from excessive heat for an excessive amount of time. It was determined that this caused low pounds per square inch (psi). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.